Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The home patient (hp) reportedly did not open the clamp on the patient line extension during priming causing the alarm. The technical service representative (tsr) assisted the hp to clear the alarm, reviewed the proper setup procedures and assisted to remove the cassette. The hp to start over with new supplies. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved and that it was his fault. The hp stated that he had been re-trained, and has not had a problem since this alarm. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing the therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the home patient (hp) was keeping the clamp on the patient line closed during prime. The hp reportedly did not open the clamp on the patient line extension during priming causing the alarm. During a follow up phone call the hp stated that he had been re-trained, and has not had a problem since this alarm. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).